Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with mentor breast implants (mentor smooth round moderate profile 300cc, date of implantation on or around (B)(6) 2004) reports undergoing a tumor biopsy for left breast cancer. The patient has consulted with a medical profession who diagnosed her with a breast cancer tumor. The patient does not know at this time, if her implants will be removed. No further information was provided. Follow ups are in progress. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).